Event description:
It was reported that there have been 4-5 incidents in the last couple weeks where the safety on the huber needles will not engage. It stops halfway down the needle. No further details provided. This report addresses all incidents.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.